Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer stated that a cell-dyn emerald platelet result of 106 k/ul was generated for a patient on (B)(6) 2014. Based on the result, the patient did not receive platelet treatment. The patient's clinical condition had worsened. The following day, another sample was drawn from the patient and was tested using the sysmex hematology method which generated a platelet result of approximately 19 k/ul. The customer could not provide any additional information regarding the patient or whether any treatment was received. The customer stated that there was no injury to the patient.

Manufacturer narrative:
Review of the complaint information indicated the following: make, model, calibration, and principle of detection of the hematology analyzer in the reference lab was a non-abbott hematology system. Difference in technologies may have affected the hematology results. Correlation study for the two hematology analyzers were not provided; therefore, it was unknown if the two instruments were correlated. The cd emerald precision and quality control data is performing within specifications. A pre-analytic sample issue, like sample handling or pathology sample, could not be eliminated. The cd emerald system operator's manual provides information and instructions for troubleshooting measurand-related issues. Product labeling provides adequate information for the user. Request for additional information was unsuccessful because the customer declined providing more information or data. The patient sample was not available from the customer for investigation. Historical complaint tracking and trending did not identify any adverse trends. Based on the available information, no deficiency was identified for the cell-dyn emerald system, list number 09h39-01.